Manufacturer narrative:
Pc-(B)(4). A dispensed needle-suture combination and one empty opened folder was received for analysis. The product code is double armed. During the visual inspection of the needle-suture, the swage and attachment area were as expected. The suture was examined and the insertion end was measured and did not meet the requirement. In addition, another needle was not returned for evaluation. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was additional tissue incision required to retrieve the needle? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, the needle pulled off the suture. The needle pulled off in tetralogy of fallot. It was retrieved from patient. Another like suture was used to complete the procedure. There were no adverse patient consequences.